Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) migrated. The patient's physician attempted to sew back into place to no avail. The patient is experiencing pain and soreness as a result. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.